Event description:
I do hope this comes to fruition. My report that I faced to medwatch had no response. I have a medtronic interstim device implanted for bowel and bladder. I suffered a tbi and had an injury to my upper cervical spine. I was given a script for a functional MRI of the brain. I was told my urologist and medtronic that I was able to only have an MRI of the brain. I was led to medtronic protocols for my device by a MRI technician at an imaging center. In order to have that test I needed, an MRI tesla 1.5 with dti and swi updates with a transmit/receive head coil. I searched every facility in (B)(6) counties. I called my urologist office. He wasn't in the office but his pa said she didn't know about the protocols. She stated that the doctor would call me when he returned. He never called. I called medtronic and from their list I chose the closest facility a 5 hour round trip only to find out they didn't have the machine. (B)(6) hospital in (B)(6) has it but I'm not a veteran. I suggested to medtronic that if they have a device out there, they need a solid referral system to an MRI that can be used. Medtronic never called me back. So I have no one following me or this device and I haven't had that MRI test since it was written on (B)(6) 2014. This shouldn't be allowed to happen. I asked medtronic how they are given an FDA clearance without having their ducks in a row. Maybe that's why they never called me back.